Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) discharged a patient without any user intervention. The bme said they looked in the recently discharged patient list, and the patient was not in there either. At this point the patient data was lost/deleted and they are unable to retrieve it. No patient harm was reported. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns. Telemetry: model #: gz-130pa, serial #: (B)(4), device manufacturer data: 01/01/2017. Unique identifier (UDI) #: (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) discharged a patient without any user intervention. The bme said they looked in the recently discharged patient list, and the patient was not in there either. At this point the patient data was lost/deleted and they are unable to retrieve it. No patient harm was reported.